Manufacturer narrative:
The investigation of vf/vt/af/at, vascular damage - peripheral vessel, and hemolysis has been completed. The impella device was not returned for evaluation. The cause of the vascular damage - peripheral vessel was not determined since product was not returned and insufficient clinical details. Hemolysis: data logs were recovered. Data logs show positioning issues that occur on the day hemolysis was noted, with impella position in ventricle and suction alarms. The cause of the hemolysis was most likely improper positioning of the device due to data log review showing pump out of position and clinical details stating pump required repositioning that both occur on day hemolysis was noted which resolved within 24 hours. As the necessary information was not provided, the root cause of the vt/vf was not determined b2 required intervention selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28856. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28856.

Event description:
The complainant reported that the patient implanted with an impella cp developed hemolysis and ectopy which resolved without intervention on the following day. The patient also exhibited consumptive coagulopathy due to bleeding/drainage from a sternotomy. Multiple blood products were given, and a washout was performed. Two days later the patient was escalated to an impella 5.5 and the patient expired. Abiomed's medical safety officer found there is not enough evidence to exclude the impella cp device as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients."